Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 14f amplatzer torqve 45x45 delivery sheath. During procedure, patient noted to have an effusion mid-procedure with 22mm amulet device. The baseline effusion status was minimal. They requested that physician stop with implant, effusion measured 1.8cm. The effusion was noted to decrease quickly once pericardiocentesis was performed, but effusion continued to slowly increase. The patient pressure remained stable. A surgery was consulted and felt the patient did not need operating room (or) support, but with further evaluation of echocardiogram (echo), small perforation was found. The total heparin was 8000units, with 40 of protamine after 1310ml of fluid drained. The drain remains in place and the patient was brought to operating room for surgical fix which confirmed a hole in the left atrial appendage and resulted in them using an non-abbott device to seal off the appendage. The patient was reported stable post surgery and follow up with be done with the account.

Manufacturer narrative:
An event of improper or incorrect procedure or method and implant-related tissue damage was reported with patient effects of perforation, pericardial effusion, and cardiac tamponade. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported implant-related tissue damage was reported with patient effects of perforation, pericardial effusion, and cardiac tamponade, could not be determined. Medical and surgical interventions were results from case-specific circumstances, as a pericardiocentesis was performed and the appendage was surgically sealed. The reported improper or incorrect procedure is related to the same delivery system being used to implant the second amulet plug. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 22 amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial pressure at time of procedure was 13mmhg. The physician had difficulty implanting 22mm amulet and getting good compression and the device was switched to 25mm amulet to get better compression. During procedure, patient noted to have a localized effusion mid-procedure with 25mm amulet device. The baseline effusion status was minimal. They requested that physician stop with implant, effusion measured 1.8cm. A cardiac tamponade was also present. The effusion was noted to decrease quickly once pericardiocentesis was performed, but effusion continued to slowly increase. The patient pressure remained stable. A surgery was consulted and felt the patient did not need operating room (or) support, but with further evaluation of echocardiogram (echo), small perforation was found. The total heparin was 8000units, with 40 of protamine after 1310ml of fluid drained. The drain remains in place and the patient was brought to or for surgical fix which confirmed a hole in the left atrial appendage and resulted in them using an non-abbott device to seal off the appendage. The patient was reported stable post surgery and follow up with be done with the account.